Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower drawers 03 and 04 (yellow) failed. The customer stated that they were not able to issue the medication amoxicillin for patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 03 and 04 (yellow) had failed. The field service engineer found that the controller bus module needed to be replaced to resolve the issue. The field service engineer replaced the controller bus module and reconfigured the drawers. The system functioned as intended after the field service engineer repaired the device.